Manufacturer narrative:
Other relevant device(s) are: product ID: 3889. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient was bleeding and their device was not working as a lead was dislodged. Patient was going to contact their doctor or sales representative. Contributing factors, actions/interventions, and resolution were unknown. No further complications were reported or anticipated.